Event description:
Operating nurse complained that the spring holding the rope won't support the bag when the csf is at 500cc+. It is in use on a pt. They have taken the rest of the rope and tied it to the pole to hold it up. There was pt contact but no injury was reported.